Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic gastrectomy, the cartridge had a difficulty in being removed from the device during use, so that it was removed forcibly. The device was used on the stomach. It seemed that the jaw was slightly distorted. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 1/9/2020. D4: batch #t5cz0r. Device anlaysis: the analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as no damage was observed on the jaws and the device performed without any difficulties noted. The test cartridge reload was placed and removed with no issues noted during functional testing. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.